Manufacturer narrative:
The device was not returned; therefore, product failure analysis was not possible. However, review of the film returned confirmed that a dissection occurred. A review of the device history record was performed for this lot and no non conforming material reports (ncmrs) have been initiated that are related to this failure mode. Additionally, ncmr history from the last 6 months was reviewed and no ncmrs have been initiated that are related to this failure mode. The axera access system instructions for use (IFU) was reviewed and found to be adequate. Per note in step 1 (precautions) of the IFU, "follow the sequence of steps to operate the axera access device exactly as described in the instructions for use. A deviation from the sequence of steps may result in damage to the vessel or surrounding tissue." Additionally, dissection is a known possible adverse effect of vascular access procedures and is listed in the adverse effects section of the product IFU. Based on the analysis completed, there is no evidence to suggest the device was out of specification. The probable root cause, based on available information, is use error.

Event description:
This was a diagnostic case for a large pt. This was the physician's first case. No calcification or tortuosity was noted. Neither first mark nor second mark was achieved. The physician attempted to place the 0.18" guidewire, but it prolapsed. He decided to convert to standard access by pulling the device back, cutting the latch wire and inserting the procedural sheath over the wire. An antegrade dissection was noted 5 minutes post sheath insertion. After consultation with the vascular surgeon, it was decided no intervention was necessary and the dissection resolved on its own.